Manufacturer narrative:
H6: per a review of the complaint file omitted code a150202 and added code a150203.

Manufacturer narrative:
Additional information received b1, b5, h6 updated based on the information received from the clinical site. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 41-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. During support, the patient developed a hematoma at the femoral access site that continued to expand. A flight registered nurse contacted support to confirm whether manual pressure could be applied to manage the hematoma. The nurse was advised that manual pressure could be applied, with instruction to release pressure if any device alarms occurred and to call back if alarms did not resolve. While in the intensive care unit, the patient experienced runs of ventricular tachycardia along with placement-related alarms, as reported by the bedside nurse. The nurse indicated that the echocardiography technician measured the impella depth at approximately 6¿cm. The managing physician was contacted to attempt bedside repositioning; however, repositioning was unsuccessful. The physician elected to involve the catheterization laboratory team, and the patient was taken back to the cath lab. A decision was made to remove the impella¿cp and replace it with a new impella¿cp for improved positioning. The second device was successfully placed with appropriate position and function. The patient survived to explant. The hematoma is consistent with access-site complications associated with large-bore femoral arterial cannulation and anticoagulation requirements during impella support and was managed with manual compression. The tachycardia may be related to the patient¿s underlying acute myocardial infarction and cardiogenic shock physiology, as well as transient device-position¿related factors during periods of malposition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed, inc, or its employees that the report constitutes an admission that the product, abiomed, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 41-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. The patient developed a hematoma at the access site that continued to expand. A flight registered nurse contacted support to inquire whether manual pressure could be applied to manage the hematoma. He was advised that manual pressure could be applied for hematoma management, with instruction to release pressure if any device alarms occurred and to call back if alarms did not resolve. The patient survived to explant. The reported hematoma is consistent with access-site complications associated with large-bore femoral arterial cannulation and anticoagulation requirements during impella support and was managed conservatively with manual compression.